Event description:
It was reported to boston scientific corp, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2009. According to the complainant, the hydratome was inserted down the scope and positioned within the common bile duct. When the hydratome was advanced from the scope, it had an incorrect orientation. The physician was able to adjust the scope position, thus correcting the orientation and successfully canulated the papilla. The pt sustained light bleeding during the procedure. The bleeding was treated with an epinephrine injection and ceased by the end of the procedure. The pt was admitted to the hospital for monitoring and was discharged with no other complications.

Manufacturer narrative:
(Orientation). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.